Event description:
It was reported with the use of the bd vacutainer® push button blood collection set it was difficult to activate safety feature. This event occurred 36 times. The following information was provided by the initial reporter: the customer stated "the wingset is snapping apart. The customer performed a destructive test on bd product to confirm strength of the lever arm this test protocol has been shared with the bd team in san antonio."

Manufacturer narrative:
The following fields were updated due to correction information: d.3. Manufacturer name: becton dickinson infusion therapy systems inc. G.1.manufacturer location: becton dickinson infusion therapy systems inc. G.7. Type or report: follow up #1

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set it was difficult to activate safety feature. This event occurred 36 times. The following information was provided by the initial reporter: the customer stated "the wingset is snapping apart. The customer performed a destructive test on bd product to confirm strength of the lever arm ¿ this test protocol has been shared with the bd team in (B)(6)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for preactivation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of preactivation through CAPA#1762367.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0073799, device manufacture date: 2020-03-31, medical device lot #: 0078102, device manufacture date: 2020-04-16. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set it was difficult to activate safety feature. This event occurred 36 times. The following information was provided by the initial reporter: the customer stated "the wingset is snapping apart. The customer performed a destructive test on bd product to confirm strength of the lever arm ¿ this test protocol has been shared with the bd team in (B)(6)."